Event description:
It was reported that the device exhibited far r-wave oversensing and post-paced t-wave oversensing. Programming changes were recommended. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.